Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant results for 1 patient sample tested for elecsys estradiol iii assay (estradiol iii) on a cobas 6000 e 601 module. No erroneous results were reported outside of the laboratory. The initial estradiol iii result was > 3000 pg/ml. The sample was repeated automatically by a 1:10 dilution and the result was 300 pg/ml. The sample was repeated again with no dilution and the result was 225 pg/ml. There was no allegation that an adverse event occurred. The estradiol iii reagent lot number was 252578. The expiration date was not provided.

Manufacturer narrative:
Based on the data provided, qc results were within range after the event. No qc was run prior to the results in question. There may have been bubbles on the reagent at the time of the initial high result. The customer states the system is working well and no other issues have occurred since the day of the event.

Manufacturer narrative:
The investigation was unable to determine a definitive root cause.

Manufacturer narrative:
The customer provided clarifying information: the initial estradiol iii result of > 3000 pg/ml was accompanied by a data flag. The repeat result using a 1:10 dilution was 307.8 pg/ml. The repeat result using no dilution was 225.4 pg/ml.